Event description:
Discordant, falsely low f17 allergen results were obtained on the immulite 2000 xpi instrument. It is unknown if the initial results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant f17 allergen results.

Manufacturer narrative:
A siemens field applications specialist (fas) evaluated the immulite 2000 xpi instrument and determined that there were no problems with the instrument. The cause of the discordant f17 allergen results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.